Event description:
Information received indicates the nurse call function is not working.

Manufacturer narrative:
The technician isolated the issue to bent pins on the nurse call communication cable at the junction box. He repaired the pins and the bed is functioning properly.